Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 4; reference MFR. Report#: 1627487-2019-01949, 1627487-2019-01951, 1627487-2019-01952. It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's right l5 lead was explanted and replaced due to high impedance. During the procedure, the physician accidentally pulled the s1 lead while trying to remove the l5 lead. The physician therefore also replaced the pulled s1 lead. The patient's therapy has been restored. It is unknown which l5 and s1 lead were removed therefore all leads are being reported.

Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2019-01949, 1627487-2019-01951, 1627487-2019-01952.